Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. There was no patient involvement.

Event description:
(B)(4). Case description: (B)(6) had error 571.6241 on etco2 module sn (B)(4). Failure device type: alaris system instrument. Failure problem type: 8300. Failure mode: troubleshooting/ error codes. Case resolution: I recommended (B)(6) to re-seat co2 board harnesses. If re-seated harnesses did not resolve the problem, (B)(6) will replace co2 board (oridion module kit).